Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/05/2015. The fse found that the tubing through pinch valve pv37 was defective. The fse replaced the defective tubing, which repaired the leak and the flagged results. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The volume of the leak was about 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.